Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date in 2001. Subsequently, the patient is being considered for a revision due to instability. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed by review of x-rays. Review of x-rays indicates left total knee arthroplasty with patellar component. Needle greater than lateral compartment narrowing is nonspecific but can be seen in the setting of polyethylene wear. No fracture or dislocation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: maxim por ana pri fml 65 lt catalog # 140072 lot # 871650, biomet cc cruciate tray 75mm catalog # 141234 lot # 752280, bmet arcom ap pat w/wire 34mm catalog # 11-150828 lot # 748550, diamond v strykr 2000 25.4x85 catalog # 516051 lot # 55489. Customer has indicated that the product will not be returned because the product was returned but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported the patient underwent a left revision procedure approximately seventeen years post-implantation due to instability. The polyethylene bearing was removed and replaced.